Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the delivery wire was kinked. It can be presumed that the delivery wire was damaged during the procedure as force may have been applied when the friction was felt. Because this defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use. Additionally, the main coil was seen to have been detached from the pusher wire, it can be presumed that this occurred when the main coil was stuck in the catheter. Functional testing could not be performed due to the condition of the returned device. Based on available information and investigation results, an assignable cause of procedural factors was assigned to this investigation. The issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device direction for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
Analysis of the returned device found the subject coil was detached from the pusher wire and stuck in the returned catheter. There were no clinical consequences reported to the patient.